Event description:
It was reported that the bd ultra-fine¿ short pen needles was not working. The following information was provided by the initial reporter: consumer reported found several that would not press out lantus during injection.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ short pen needles was not working. The following information was provided by the initial reporter: consumer reported found several that would not press out lantus during injection.